Manufacturer narrative:
An event regarding the "insert¿s locking mechanism couldn¿t sustain" (disassociation) involving a trident liner was reported. The event was confirmed. Through investigation it was trident shell malposition was confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided information by a clinical consultant diagnosed that "incomplete trident liner seating in the shell during assembly in primary arthroplasty has allowed movement of the liner in and out of the shell during walking generating a ¿clucking¿ vacuum sound and subluxation appearance on x-ray." The clinician also indicated that there was no evidence of device related factors were responsible for the event. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There was no evidence of a dimensional issue on review of the DHR. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a medical review indicated that there was no evidence of a device related issue. The exact cause of the event however could not be determined because insufficient information was provided. Additional information such as device return are needed to fully investigate the event. If further relevant information becomes available or the product is returned, this investigation will be re-opened. Not returned.

Event description:
Dr. (B)(6) has done a thr 6 weeks ago. Everything was fine at that time but when patient started walking, she was getting a cluck sound in the prosthesis. She went back to the surgeon, dr. (B)(6) got the xray done and found that the insert's locking mechanism couldn't sustain. The next day surgeon operated the patient and changed the insert.